Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not go past a certain point while trying to dock. The bellows cover was adjusted to prevent the right side from hitting. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system will not retract the arm and makes a crunching sound when it is trying to move in that direction. There was no patient present when this issue was identified.